Manufacturer narrative:
" Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 8361850. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. "

Event description:
It was reported that a needle 26x3/8 ib penetrated through the shield before use. The following was reported by the initial reporter: "it was reported that the needle was bent and sticking out of the needle guard. Event description per attached email states: " caller reported [syringe needle is bent and sticking out of needle guard. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - 8361850. Did issue cause any injury? - no. Did customer require medical intervention? - no, customer received normal assistance by a 3rd party but was not incapacitated due to issue. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required.""